Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture and high, out of range pacing impedance were observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.